Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead triggered an alert for out of range high pacing impedance and delivered an inappropriate anti-tachycardia pacing sequence due to the noise oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.